Manufacturer narrative:
Zimmer biomet cmp-(B)(4). (B)(4). Medical product - biomet vanguard xp e1 tibial bearing lm catalog #:195877 lot #:486490, biomet vanguard xp lateral tibial bearing catalog #:195807 lot #:538030, biomet series a patella catalog #:184784 lot #: 959430. It is unknown if the product will be returned to zimmer biomet for investigation as the product location is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a total knee arthroplasty the patient's anterior cruciate ligament island fractured after the implants were cemented into place and once the patient's knee was put through extension. The patient had to be converted to a different implant system as a result of the fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned, as the product was discarded, to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product discarded.

Event description:
It was reported during a total knee arthroplasty the patient's anterior cruciate ligament island fractured after the implants were cemented into place and once the patient's knee was put through extension. The patient had to be converted to a different implant system as a result of the fracture. Due to the event the procedure was delayed and took approximately 193 minutes to complete. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.